Manufacturer narrative:
Product analysis conclusion: the reported type ia and ib endoleak could not be confirmed on films provided; therefore, the cause of the events could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. The post implant CT's received were non-contrast; therefore, no assessment of any endoleak, stent graft patency or thrombus could be performed. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It was reported by the physician that anatomical considerations , such as dilation of the aortic neck and iliac arteries were the cause of the reported endoleaks. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm .  It was reported the the patient returned for a follow-up and a CT showed the presence of type ia and type ib endoleaks.  It was reported that the limb model model enlw1620c124e, implanted during the index procedure also contained an endoleak type ib, as per the physician. As per the physician, the cause of the type ia and ib endoleaks is due to continued dilatation of the aortic neck and common iliac arteries. No additional clinical sequelae was provided and the patient will be monitored.